Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) with premature battery depletion and the left ventricular (lv) lead also exhibited "not ideal parameters" and was explanted and replaced with the crt-d. It was noted during the revision procedure, implant of the replacement lv lead was not smooth and the lead could not reach the distal of the vessel. The physician commented the lv lead was not fixed firmly and dislodged. The lv lead was explanted and replaced the day after the revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.